Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. The product combination was approved by zimmer biomet, see surgical technique. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored complaint trending process in order to identify potential adverse trends. Medical records were not provided. A definitive root cause could not be determined. However, based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism as a potential contributing factor. However, as further biomechanical testing was carried out and the performance is in an acceptable range in comparison with legally marketed similar devices, no design changes were conducted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that one moth post implantation of an ann nail, the surgeon found #3 of the proximal screw was backed out from the proper position. The surgeon keeps an eye on the patient condition as well as no revision will be planned so far. All implants remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: product ID was provided for four screws; however, it is unknown which of the four screws has migrated. Therefore, the migrated screw could be any of the following: 47248603840 ¿ blunt tip screw ¿ 3237314. UDI: (B)(4). Manufacturing date: apr 7, 2025. Expiration date: apr 7, 2030. 47248604240 ¿ blunt tip screw ¿ 3218970. UDI: (B)(4) manufacturing date: oct 24, 2024. Expiration date: oct 24, 2029. 47248604240 ¿ blunt tip screw ¿ 3234482. UDI: (B)(4). Manufacturing date: mar 20, 2025. Expiration date: mar 20, 2030. 47248606040 ¿ blunt tip screw ¿ 3203710. UDI: (B)(4). Manufacturing date: may 21, 2024. Expiration date: may 21, 2029. D10: 47249616009 ¿ ann proximal humerus nail ¿ 3234755. 47248604240 ¿ blunt tip screw ¿ 3218970. 47248604240 ¿ blunt tip screw ¿ 3234482. 47248606040 ¿ blunt tip screw ¿ 3203710. 47248612640 ¿ cortical bone screw ¿ 3235324. 47248612840 ¿ cortical bone screw ¿ 3238263. 47248801000 ¿ proximal humerus nail cap ¿ 3230200. G2: report source japan. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.